Event description:
The patient was critically ill with multiple traumatic injuries. He required the use of multiple cardiac medications. He started to lose blood pressure and bradied bradycardiaed into the teens and went into cardiac arrest. We then noted his norepinephrine was dry, but the IV pump was not beeping. Had the pump alarmed when it detected air, the new bag of norepiniphrine could have been hung in time.